Event description:
The customer received a blood glucose reading of 300mg/dl on the contour usb meter, re-tested on a different meter and the reading was 110mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New meter and strips were sent to the customer.